Manufacturer narrative:
All of the buttons functioned properly, no damage was found on the keypad assembly. No button error alarm. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.

Event description:
It was reported that the customer's insulin pump suffered a button error. His or her blood glucose was 130mg/dl at the time of reporting. Customer was advised to revert to his or her backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.